Event description:
Surgical procedure lumbar lam with tumor resection case time 10.5 hours, prone frequent visualization of face, eyes, nose for pressure points. Developed 3 separate areas of pressure injuries to face requiring wound care consult with recommendations for treatment.